Event description:
It was reported that at follow-up, high impedance was observed. Lead issue suspected. Lead to be revised.

Event description:
New information received stated that noise was observed during provocative tests. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.